Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced six occurrences of an air detected set alarm, which interrupted delivery. These alarms may have been false alarms. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter. This condition was confirmed through a review of the event history. This complaint is an ancillary of (B)(4). The cause is unknown. The device successfully passed air in line testing. No further testing has been completed at this time and no repairs have been performed. If any additional information is received, a follow-up MDR will be sent. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.